Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the power cord of a em 2400 main module was damaged. This was observed during an unspecified process step in the pharmacy. There was no patient involvement. No additional information is available.